Event description:
It was reported that the patient had an infection and underwent an inflatable penile prosthesis (ipp) revision surgery. The inflatable penile prosthesis (ipp) was removed and a spectra penile prosthesis (spp) was implanted. No patient complications were reported in relation to this event. The procedure was completed successfully, the patient is expected to fully recover.

Event description:
It was reported that the patient had an infection and underwent an inflatable penile prosthesis (ipp) revision surgery. The inflatable penile prosthesis (ipp) was removed and a spectra penile prosthesis (spp) was implanted. No patient complications were reported in relation to this event. The procedure was completed successfully, the patient is expected to fully recover. It was further reported that an ultrasound showed a possible infection on (B)(6) 2020. There was no device malfunction. Initial thought was the infection was in the scrotum, but as the physician opened the incision, it was a clear fluid. As the physician went into the pocket for the balloon, it was clear and he believed it was serous fluid from his dialysis. The patient had an abdominal dialysis. Tissues looked intact.